Event description:
Information was received indicating that while in use of the smiths medical cadd legacy plus pump, 16ml was left in the pump put the pump read 0.0ml remaining. No patient consequences were reported. No adverse effects were reported.